Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that patient was hospitalized due high blood glucose. Customer's blood glucose was unknown mg/dl. The customer's doctor stated that patient had gone into diabetic ketoacidosis but not sure how long ago. Customer was offered to transfer helpline but declined.